Manufacturer narrative:
Device passed the displacement and self test. No time/clock anomaly noted during test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with insulin pump, they observe time clock for one minute was advances by 16.53. The customer blood glucose level was 7.5 mmol/l. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.